Manufacturer narrative:
"The t:flex pump user guide instructs the user to remove any residual air from the cartridge." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer's blood glucose level was 166 mg/dl. Reportedly, the customer will continue to use the pump for insulin therapy.